Event description:
On (B)(6) 2021, the lay-user/patient contacted lifescan (lfs) USA, alleging that his onetouch verio reflect meter read inaccurately high compared to other devices. The complaint was classified based on the customer care agent (cca) documentation and on further information obtained by the medical surveillance specialist after reviewing the call recording. During the call, the patient informed the cca that he started using the subject meter 2-3 weeks prior to contacting lfs. The patient is on insulin pump therapy and uses readings from the subject meter to calibrate the insulin pump system. The patient claimed that after the alleged inaccuracy issue began, he woke up on (B)(6) 2021 at 1:45 am with symptoms of ¿cold sweats and shaking;¿ symptoms he associated with low blood glucose. The patient claimed he drank orange juice as self-treatment for the symptoms. During the call, the patient reported obtaining a blood glucose reading of ¿65 mg/dl¿ on an unspecified device at the onset of symptoms. On (B)(6) 2021, the patient reported obtaining blood glucose readings of ¿200 mg/dl¿ with the subject meter and ¿168 mg/dl¿ on 2 other devices (verio flex and verio 2), performed within 30 minutes of each other. At the time of troubleshooting, the cca confirmed the unit of measure was set correctly on the subject meter. The cca noted that an approved sample site was used for testing and that the correct testing process was being followed. The cca confirmed the test strip vial was intact and the test strips had been stored correct and were not expired or opened past their discard date. The cca noted the patient did not have control solution available to perform a quality control test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after the alleged inaccuracy issue began. The subject meter could not be ruled out as a cause or contributor to the event.